Manufacturer narrative:
Lead not detected.

Event description:
It was reported that the patient experienced systaltic feeling on the left flank. Upon x ray atrial lead was found to be dislodged. The lead was not detected. The lead exhibited low impedance and insulation break. No other electrical anomalies were noted. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Correction: (hospitalization - initial or prolonged) should have been marked in the previous report.